Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the replaced the cmos battery. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cmos battery has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, when starting up the navigation system, an intermittent message stating "no signal" would appear. Restarting the system resolved the intermittent issue. No additional information was provided. There was no patient present when this issue was identified.